Event description:
Air discrepancy in vasc band, post left / right heart cath. Went to release air from band at 1315 today, expecting 5cc left in band, and 0 cc were available to pull. Diligent effort to reduce air leakage while following protocol to advance patient's radial site to bandage dressing, still resulted in missing 5cc.